Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/23/2019. Device evaluation summary: according with the information reported the patient experienced a rupture of the breast implant. During evaluation of the sample it appeared intact. Leak testing was performed and it revealed a tear measuring approximately 0.3 cm onthe anterior view. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. Causes of rupture of gel-filled implants include, but are not limited to, the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances related to the reported complaint condition were identified. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had a 400cc mentor memorygel breast implant placed experienced right sided rupture post procedure. The rupture was diagnosed by a physician. As a result, the device was replaced with another 400cc mentor memorygel breast on (B)(6) 2019.